Event description:
It was reported per field service report: pump was on pt. Symptom - source side helium loss. Findings/actions taken: replaced helium regulator. Replaced battery and fiberoptix sensor (fos) slider as part of service contract. Passed functional testing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.